Event description:
It was reported that the pump battery would not charge. There was no reported impact to the customer's blood glucose level as the caller declined to provide this information. The customer attempted various solutions, including using different wall outlets and charging cables, without success. Technical support instructed the customer to replace the pump and arranged for a new one to be sent. The customer was informed about putting the pump into storage mode and returning it with a pre-paid label, which they acknowledged.